Event description:
The patient experienced phrenic nerve stimulation requiring a lead revision. During revision, the impedance measurements were high and out of range. A lead fracture was suspected and the lead was explanted and replaced. The patient was in good condition with no adverse consequences.

Manufacturer narrative:
A complete lead was returned in one piece, and electrical testing revealed no indication of conductor fractures or internal shorts. There were no anomalies found on the lead with the exception of damages consistent with those occurring during the explant procedure. The field reports of high pacing impedance and lead fracture could not be confirmed.